Event description:
The gauze sponge linted during a procedure and the area was subsequently irrigated by the clinician.

Manufacturer narrative:
The incident apparently occurred some time in (B)(6) but had not previously been reported to us. The child was undergoing a surgical procedure. The facility reported that they were unfolding the gauze sponges and visualized lint in the surgical site. Pieces were removed with forceps and the site was irrigated. No serious injury resulted. There was some inflammation reported postoperatively which subsided. If the gauze is unfolded during use, it will expose the unfinished edges that is inherent in woven gauze. Unfolding will increase the risk of linting. Unused samples were returned for evaluation. No manufacturing defect, abnormality or excessive linting was identified.